Event description:
It was reported that the 9800 system c-arm displayed a collimator iris pot error. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired broken wire in the high voltage cable. The system was tested and found to be working as intended, and placed back into service.